Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the stapler start flailing around without the surgeon moving his hands. The customer removed the stapler instrument and re-seated it and it fired the load fine, but they went to use it a second time and it did the same thing. The customer then removed the instrument and opened a new stapler to complete the case. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and confirmed that the instrument was inspected prior to use with no issues noted. The surgeon was using the stapler for 1 load and noticed it was "acting weird" but the load passed. The customer took it out, reloaded, and replaced. The arm started "flailing" around without the surgeon touching the hand controls. The customer removed the stapler, reset the arm, and put it back in. It did the same thing so the customer removed the stapler and replaced it with another one. There was no problem after that. The surgeon was stapling across the stomach when the issue occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler instrument involved with this complaint and completed the device evaluation. The sureform stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument did not move when the mtm grips were not engaged. No errors appeared during in-house testing. A review of logs showed no failures. No damage was found. There was no problem detected. A review of the instrument log was performed. Per the review, the device was last used on the reported event date of (B)(6) 2022 on system sk4125. The sureform stapler had 10 uses remaining after the last use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/moved in an unexpected way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.